Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All components were removed and a spacer was placed.